Event description:
A malfunction alarm 20 was declared by the pump during the loading process. There was no reported impact on the customer's blood glucose level. The customer was assisted by technical support in properly loading a new cartridge, allowing them to successfully resume insulin therapy.